Manufacturer narrative:
Complainant city: (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of and emerge balloon catheter device with a product mandrel and a balloon protector. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination found a pinhole 1mm proximal from the distal markerband. Microscopic inspection of the markerband and with the tip found no irregularities or defects. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-june-2016. It was reported that balloon leak and balloon inflation failure occurred. The target lesion was located in the diagonal artery. A 2.50mm x 12mm emerge¿ balloon catheter was advanced for dilation. However, when the balloon catheter was inflated, it did not distend and the contrast leaked in the inflation device. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.